Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that when this right atrial (ra) lead was implanted it was difficult to retract the helix. It was possible to extend the helix after fifteen rotations but as the pacing threshold measurements were not good several repositioning attempts were made. On the fourth attempt, it was not possible to extend the helix after thirty rotations. The lead was taken outside the body but it was still not possible to extend the helix thus the lead was not used. The lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
.